Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles and difficulty in breathing. There was no report of patient serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported related to allegation sound abatement foam. A correction was made to b5 and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of particles and difficulty in breathing. The manufacture received additional information that the patient was died on (B)(6) 2023. No other clinical information or interventions were reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event and death respectively. Section h1 has changed to reflect a death. Section h6 updated in this report.